Manufacturer narrative:
Reported potential lot #: 60357851 and 60369370. Initial reporter address: (B)(6). The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an em2400 valve set leaked. During filling, potassium chloride ¿was exhausted sooner than expected¿. Upon further inspection, a leak was noted from port 8. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted for suspected lots 60357851 and 60369370 and there were no deviations found related to this reported condition during the manufacture of these lots. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.